Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a device leaking blood inside when the blood collection tube is not connected. However, there was no photo evidence provided to demonstrate tube push off for either lot number 5300135. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5300135, for the indicated failure mode: sleeve function. This complaint has not been confirmed for the lot 5300135 for the indicated failure mode: tube push off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® eclipse¿ blood collection needle, the rubber sleeve of an unspecified number of devices does not spring back resulting in sample leakage. Additionally, tubes are shooting off of the sleeve/needle of an unspecified number of devices, landing on the floor. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® eclipse¿ blood collection needle, the rubber sleeve of an unspecified number of devices does not spring back resulting in sample leakage. Additionally, tubes are shooting off of the sleeve/needle of an unspecified number of devices, landing on the floor. No adverse impact was reported regarding the patient or user.